Event description:
A journal article was reviewed which contained information regarding this device. The patient presented after receiving "repeated [implantable cardioverter defibrillator] ICD shocks" for one episode of tachycardia. The tachycardia could not be reproduced during a (B)(4) study. Medication therapy was initiated. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "marked attenuation of shock burden: by the use of antitachycardia pacing therapy in a patient with an implanted cardioverter-defibrillator." Tex. Heart inst. J. (B)(4) 2012; 39(4):568-570.